Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads from the same lot. It was reported the patient was no longer receiving effective stimulation. He stated in order to feel any stimulation, he would have to turn the amplitude up high, which resulted in a burning sensation at his lead site. A sjm representative met with the patient and confirmed the issue. Follow-up information identified the patient's leads were replaced with new ones. The patient is now receiving effective stimulation.